Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer they had issues with accessing the port, when they pull back they are getting air bubbles. Patient had to be poked a couple of time. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is inconclusive because the original sample was not returned for evaluation. One unopened 20 ga x 0.75 in. Powerloc max infusion set was returned for evaluation. An initial visual observation revealed the device to be an unused, unopened sample. Nothing remarkable was observed throughout the returned infusion set. Functional testing of attempting to pressurize the infusion set with water using a 12 ml syringe revealed no observable leak throughout the device. The infusion set was charged with water. An attempt to aspirate water through the infusion set revealed no air bubbles were observed to enter the device. Because the original sample was not returned for evaluation, the complaint of a leaking infusion set is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.